Event description:
It was reported that a user experienced persistent high blood glucose while using the ilet with an infusion set (cd 6 mm, 23 in), with glucose readings of 316 mg/dl by fingerstick and subsequent readings up to 349 mg/dl, despite no alarms, no observed leaks, and confirmed insulin delivery; multiple infusion set changes were performed, including relocation to the opposite side of the abdomen due to reported scar tissue. Customer care provided technical support troubleshooting and guided infusion site changes. Investigation of this case revealed no device alarms, no visible site issues, and ongoing hyperglycemia of unclear cause. Symptoms included headache associated with hyperglycemia. Outcomes included no reported injury, and no medical intervention. It was concluded that the cause of the hyperglycemia was unclear and could not be confirmed as device related. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.